Manufacturer narrative:
It was reported that there were high hvb and svc impedances of greater than 200 ohms. The patient was brought to the or to evaluate the setscrew. In the or, the "hvb leg fell out of header when pocket was opened and gentle tug applied." Multiple attempts to reinsert the lead, due to high impedance, were unsuccessful, so the lead was replaced. After the new lead was placed, the same issue of high hvb impedance of greater than 200 ohms developed. The ICD was also replaced, with no further insertion or impedance issues. There were no reported patient complications as a result of this event. Flagler electrical tests performed, mechanical tests performed, visual examination actual device involved in incident was evaluated device performed according to specifications device evaluated and alleged failure could not be duplicated impedance, high.

Event description:
It was reported that there were high hvb and svc impedances of greater than 200 ohms. The patient was brought to the or to evaluate the setscrew. In the or, the "hvb leg fell out of header when pocket was opened and gentle tug applied." Multiple attempts to reinsert the lead, due to high impedance, were unsuccessful, so the lead was replaced. After the new lead was placed, the same issue of high hvb impedance of greater than 200 ohms developed. The ICD was also replaced, with no further insertion or impedance issues. There were no reported patient complications as a result of this event.